Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(4) 2023. On (B)(4) 2023, it was reported that the patient went to bed around midnight and stated that his partner told him that he lost consciousness around 3am. The partner noticed the patient making some noise and realised the patient had lost consciousness. The partner took a fingerstick and the cgm was reading 4.4 mmol/l and the blood glucose reading was 2.1 mmol/l. The partner tried to give the patient an energy gel but as the patient was still unconscious, he was unable to swallow this. The partner proceeded with giving an injection with glucagon. After this treatment the blood sugar reading went up to 3.0 mmol/l and later to 16.0 mmol/l. No healthcare facility needed to be visited and at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.